Event description:
Patient reported an issue with a cassette a while ago where the pump wouldn't run with cassette. She stopped infusion and wiped the top of the cassette and reconnected the cassette and was able to resume the infusion. Patient did not have lot information. No other information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Not required. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.